Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, a canister was scanned twice. The first time, there was an error in the canister so it displayed a negative ebl. The second scan of the canister showed an incremental ebl of 8591 due to the first negative scan. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, a canister was scanned twice. The first time, there was an error in the canister so it displayed a negative ebl. The second scan of the canister showed an incremental ebl of 8591 due to the first negative scan. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.